Event description:
Device 2 of 3. Reference MFR report #s 1627487-2014-00405 and 1627487-2014-00408. The patient (canada) was implanted with a surgical lead and extensions from two lots for purposes of a permanent trial. It was reported the devices were explanted due to an infection. Redness and tenderness were noted around the cervical and shoulder incisions, and a discharge was observed from the extension site. Cultures were taken indicating (B)(6). Antibiotics were prescribed to the patient as treatment.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history record and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.